Event description:
It was reported the patient¿s ipg is approaching end of life. Surgical intervention was undertaken on (B)(6) 2023 whereby ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.